Event description:
The customer stated they obtained a sodium result that was higher than expected. The customer stated that the pt sample was rerun on another instrument. The field service engineer evaluated the instrument and verified that it was performing as intended.